Manufacturer narrative:
(B)(4). The lot 13h017 was manufactured august 8, 2013 - august 12, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received with approximately 26 ml of fluid in the bladder. No defect was observed during the visual inspection. Functional flow rate test was performed and the sample was found working within specification. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under infusion was observed in a large volume folfusor during infusion of 15g ticarpen (non-baxter product) diluted with 240 ml nacl 0.9% (non-baxter product). There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.